Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food and forgot to deliver a correction bolus along with the meal bolus. The customer's blood glucose (bg) level was 313 mg/dl. Reportedly, the pump would not allow delivery of the correction bolus because there was insulin on board (iob - active insulin in the body). Tandem technical support informed the contact that the requested units could be manually entered through the bolus menu to override the iob on the pump. Tandem technical support provided instructions to deliver the manual override bolus. Contact understood and was able to deliver a correction bolus based on correction factor and target bg.